Event description:
(B)(4) I no longer wanted any more children andamp; my doc expressed how essure was very effective andamp; safe.. I decided to go with his recommendation (B)(6) 2013.. It was fine for a while until the pain in my lower abdomen started andamp; not to long after a numb feeling from the waist down to my toes then the hair lose started.. I didn't think much of the hair lose because I had a new baby girl andamp; I had a thick head of hair.. I thought it was from my body changing after giving birth, well almost 3 years later my hair is extremely thin, abdomen pain is constant (every day) andamp; numbness is all the time andamp; starting to effect my life as its gotten worse.. These are my main side effects that I know have came on sense essure was placed.. I am a mother andamp; the essure also effects my children when I can't function as the mother they know me to be..